Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter was displaying an unknown/unspecified message. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on (B)(6) 2011 at 7:00am. The patient claimed he manages his diabetes with 10 units of novolog flex pen insulin. Due to the alleged issue, the patient indicated he skipped/stopped his dose of insulin. An hour prior to the start of the alleged issue the patient claimed he was feeling dizzy and confused. According to the patient, by 8:30am that morning, the patient indicated his co-worker notified emergency medical services (ems) for assistance and was taken to the emergency room (ER). The patient claimed while at the ER, he was administered IV fluids; however he does not recall being tested on any other blood glucose device. At the time of troubleshooting, the cca noted this was not the first time the patient had used the subject meter. The cca walked the patient in resolving the alleged issue. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly received medical intervention from a health care professional (hcp) after the reported issue began.